Manufacturer narrative:
The pump was received with a cracked battery tube threads. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 12/26/2025 to 03/03/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(4) event date of 22-sep-2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(4) event date of 22-sep-2025 in the formatted history file. On the primary svn#: (B)(4) event date of 18-jan-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 18-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(4) event date of 18-jan-2026, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 01/16/2026 20:32:39.000, 01/16/2026 20:44:54.000, 01/16/2026 20:44:58.000, 01/16/2026 20:47:03.000. Failed battery alert/battery failed alarm was found on: 01/16/2026 20:44:56.000, 01/16/2026 20:45:37.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-feb-2026 at 21:21:53.000. There was no power data available for the date of 16-jan-2026. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Sensorerroralert (801) was found on: 01/17/2026 01:40:16.000, 01/17/2026 01:50:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.53 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Cosmetic damage was confirmed at the case - battery compartment (tube) threads of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported issue with his pump, damaged battery thread. The customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated in hospital. The event involved product(s) mmt-1884, mmt-332a, mmt-243a. Troubleshooting was performed for pump issue and not performed for high blood glucose. The functionality was affected. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-243a.